Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (1gm and discontinued) and meropenem (500mg and discontinued) for the event. At the time of this report, the patient has recovered and has been discharged. Pd therapy was discontinued and patient was in hemodialysis (hd). No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.